Event description:
Related manufacturer reference number: 2017865-2022-20002 it was reported that the patient presented for a biventricular implantable cardioverter defibrillator (ICD) implant procedure. During the placement of the left ventricular (lv) lead, the lv lead failed to capture. The physician opted to implant a dual chamber ICD instead. During the placement of the right ventricular lead (rv) lead, the sensing of the rv lead was not appropriate. Also, the helix of the rv lead failed to extend when attempting to implant at the third position. The rv lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a capturing issue was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing and visual inspection were normal with no anomalies found.